Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm and audio/beep anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted. (B)(4).

Event description:
Customer reported via phone call that the device had audio/beep anomaly. Customer's blood glucose was 129 mg/dl. Device did not beep during self-test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. The insulin pump was returned for analysis.